Manufacturer narrative:
Device evaluation: medtronic is leading an evaluation of the reported arm cart assembly (aca). Review of the field service notes indicate that the aca experienced errors while in the procedure. The startup specialist rebooted the aca to resolve the issue. Logs were analyzed and error code 'arm non-recoverable error_ ra brake state error' was observed. The robotic arm setup arm of the aca was replaced to replace the issue. Further evaluation of the reported arm cart assembly is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the arm cart assembly (aca) had a non-recoverable arm error. The aca was restarted to resolve the issue. The patient was in the operating room and under anesthesia during the event. No patient injury.